Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set detachment event while sleeping on (B)(6) 2025. The site of detachment was at quick release [qr]. The infusion set was in use for three days. No further information available.